Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. Both locking tabs on the chuck end of the device are cracked. The device was manufactured in 2010 and exhibits signs of extensive wear/ usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to reduce the occurrence of this failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the t-handle broke during screw insertion and is unable to connect to the screwdriver. Nothing got into the patient. There was no harm to the patient or staff. A delay of 2 minutes was reported. A smith & nephew backup device was available to complete the procedure. The patient survived.